Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Knee revision due to tibial fracture. Date of implantation: unknown; date of revision: (B)(6) 2019.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. The complaint was received into the company with the following comment: knee revision : (B)(6). After use on a patient : a knee replacement was revised for a medial tibial plateau fracture. The knee replacement had been in for approximately 18 months. Left cr femur size 3, size 3 cr rp insert 5mm thick, size 3 rp tibial baseplate - lot codes are not available and implants have been disposed of by the hospital as the surgeon felt that the reason for failure was trauma related rather than implant related. During use on a patient: the surgeon decided to use tc3 with a plan to convert to an s-rom hinge if there was instability of the mcl. The tc3 was sufficient to cope with the instability. The surgeon initially planned for an uncemented femoral sleeve 31mm, however this was too big for the canal and may have caused a fracture on the anterior surface of the femur. The surgeon changed to a cemented 20mm sleeve and chose to use a 10mm press fit stem cemented in. It was discussed that he should use a cemented stem within licence, but due to a small femoral canal, felt that he could not ream any further to achieve a sufficient cement mantle. Upon cementing the surgeon decided that he should cable the fracture. Two cables were used to secure the fracture. Patient outcome: fracture secured, action taken: cerclage cabling, 10 minutes delay. (B)(6). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction (B)(4) appendix a. Without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. The device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. From the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.